Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter had an occlusion at the anchor site and the catheter was revised. The patient experienced narcotic withdrawal symptoms and there were no patient injuries. This device system was now reported to have delivered fentanyl and dilaudid.

Event description:
It was reported that this patient had withdrawal type symptoms; flu-like and felt ¿bad.¿ a dye study and rotor check was performed. Ultimately the catheter was revised and remains implanted. This device system delivered fentanyl. It was further reported that catheter problems ¿abruptly interrupted the flow of medication.¿ as the patient had ¿high doses¿ it brought on a horrible withdrawal, ¿100 times worse than anything I¿ve experienced before and I thought I was going to die.¿ the patient¿s blood pressure was elevated at 176/117. Due to an insurance issue the patient could not get approval to address for five days. The patient contacted their physician at the onset and was provided with oral pain medication. However, this was not effective and the patient returned to his physician on (B)(6) 2013 for additional medication which helped ¿a little bit.¿ the patient did go to the emergency room (ER) on (B)(6) 2013 and was provided fentanyl which helped a ¿little bit.¿ the catheter was revised on (B)(6) 2013. The patient reported the new catheter was ¿working good¿ and he was being titrated up to his therapeutic dose. He was also using oral medication to ¿bridge¿ until that point as he still had some transient withdrawal symptoms. The patient had a follow up appointment the week after the date of this report as he was still unsure as to what occurred with the catheter. This device system delivered was further reported to have delivered baclofen,dilaudid, and marcaine. It was further reported that the patient about to have surgery on (B)(6) 2013 due to pump withdrawals. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8731 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter product ID: 8835 lot# serial# (B)(4), product type programmer, patient product ID: 8731 lot# serial# (B)(4), implanted: 2004 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the pump motor stalled. The motor stall lasted greater than 2 days and did not recover. The catheter had a partial fracture at the anchor site. The pump and catheter were replaced on 2013-(B)(6). Additional patient symptoms included increased pain and nausea. Patient outcome was reported as no injury. The device system was reported to have delivered fentanyl, dilaudid, bupivacaine and compounded baclofen.